Event description:
It was reported, upon reaming for the lag screw, the reamer binded to the 3.2x450mm k-wire, pulling the k-wire out with the reamer. Doctor had difficulty removing kwire from reamer, he complained that the teeth on the reamer were bent causing the reamer to bind with the kwire

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.